Event description:
Information received indicates the head function is not working from the siderail controls. Bed was not alarming.

Manufacturer narrative:
The rental bed was replaced in the facility. Repairs have not been completed.